Event description:
The report stated that the knife blade was out of the track and protruding from jaws. A new device was opened to complete the surgery without incident. There was no pt injury. The incident device was returned and a visual inspection revealed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
(B) (4). (B) (4). A visual inspection of the incident sample showed a small amount of tissue between the jaws. The knife was protruding from the jaw and the webbing was twisted and bent. Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument so as not to compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. Covidien lp has recently implemented a new jaw/blade assembly design to increase the blade retention within the jaws of the hand piece. This makes the design more robust to variations in user technique. These corrective actions have significantly reduced reports of this nature. The knife edge was also found to be damaged, indicative of contact with a metal object. The IFU for this product has a warning not to deploy the cutter on clips, staples and other metal objects to prevent damage to the cutter blade.